Manufacturer narrative:
The bovine pericardium membrane was explanted and not available for evaluation. Therefore, the investigation consists of a comprehensive records re-review for the lot. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on 02/13/19. The complaint indicated that there was loss of integration after implantation of copios® cancellous particulate xenograft (not distributed in the us) and copios® pericardium membrane (similar product distributed in the us) during a dental procedure - augmentation on (B)(6) 2017 on tooth location 14. Implant in tooth location 16 was placed with primary stability. The doctor noticed on (B)(6) 2018 that the augmentation was without success. Implant in tooth location 14 was placed in unsatisfactory prosthetic position. Explantation was performed on (B)(6) 2018. To date, rti/tmi has not received additional information.

Manufacturer narrative:
A comprehensive re-review of the manufacturing records was conducted. There were no departures that would negatively impact the implants manufactured from lot nz16200178. Bovine pericardium membrane implants undergo a validated sterilization method: tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicated that serial ID 20161321 met all specification requirements at the time of release. To date, rti/tmi has manufactured and distributed a total of 210 implants from the lot without related complaints. Non integration of xenografts is a well known phenomenon for this kind of intervention. Several reasons have been described, for example, diabetes, allergic reactions to bovine material, bruxism, smoking and bad mouth hygiene. However, information on the patient's medical history as well as circumstances have not been reported.